Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 211 and 166 mg/dl. Tests were done within 10 minutes. "Control solution 122 (111-150) mg/dl" and 122 and 135 mg/dl". Pt did not experience any adverse events. No further info has been reported.